Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, blistering rash under the therapy pads of the lifevest equipment. Patient also reported back pain. There was no alleged device malfunction contributing to the irritation. The patient¿s cardiologist allowed the patient to remove the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.